Event description:
A malfunction alarm with code malf 15 was reported. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer in performing the reset. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any issues reoccur.